Manufacturer narrative:
The lens was returned in the lens case. One haptic is damaged due to the position of the lens in the case. Viscoelastic and a small amount of blood are observed on the lens. A linear scratch is observed on the anterior optic surface. The damage originates in the haptic gusset area and travels inward across the optic with material removed. This damage is similar in appearance to damage that can occur from an instrument used to grasp the lens. The lens was cleaned with lphse for further evaluation. A smaller scratch is observed in the same origination area. Two small parallel cracks are observed on the anterior and posterior side of the optic. This damage also has the appearance of damage caused by a instrument used to grasp the lens. Two used monarch iii (d) cartridges were returned. Lot number is unknown. It is unknown which returned cartridge was used with the lens. The first cartridge exhibited a lack of viscoelastic. The second cartridge had a larger amount of residual viscoleaitc observed. The tip of this cartridge was cut at an angle with a portion removed. This may have been conducted to facilitate the lens removal. Both cartridges were cleaned. Top coat dye stain testing was conducted with acceptable results. Iol product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The lens was returned and optic damage was observed. The root cause for the damage could not be specifically determined. A linear scratch was observed on the anterior optic surface. The damage originates in the haptic gusset area and travels inward across the optic with material removed. This damage is similar in appearance to damage that can occur from an instrument used to grasp the lens during loading. This damage was not on the posterior surface of the lens and was not in fold path. Two cartridges were returned. No information was provided on whether either of these were used with the iol. Inadequate viscoelastic was observed in one cartridge. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in medical products & therapy dates. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens struggled to slide when implanting. Once the lens was implanted, the surgeon noticed a groove in the lens. The lens was removed during the initial procedure and a new lens was implanted. There was no patient impact.